Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a blood glucose of 39 mg/dl. They consumed fast-acting oral carbohydrates and their daughter administered baqsimi nasal glucagon. Blood glucose rose to 117 mg/dl and later stabilized at 141 mg/dl. The user recovered without hospitalization.